Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was not inflating smoothly and due to the concern was not used. There was suspicion that the balloon had lost pressure or ruptured. There was no reported patient injury. The user was mynx certified. The device was not used and did not reach patient care. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) was not inflating smoothly and due to the concern, was not used. There was suspicion that the balloon had lost pressure or ruptured. There was no reported patient injury. The user was mynx certified. The device was not used and did not reach patient care. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The sealant remained in the manufacturing position. The procedure sheath was not returned with the device. The device was inspected for damages/anomalies that may have contributed to the failure as reported. No damages/anomalies were observed. Inflation/deflation test was performed on the balloon of the returned device, and the balloon was fully inflated/deflated as intended with proper functioning of the inflation indicator per the mynx control instructions for use (IFU). A product history record (phr) review of lot f2206701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure during prep¿ was not confirmed through analysis of the returned device since no leakage was noted. The exact root cause of the reported incident could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported. It could possibly be related to the concomitant devices or handling. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.